Manufacturer narrative:
Sample analysis: an evaluation of the actual complaint sample could not be performed as the device was reported to be discarded. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.

Event description:
It was reported that during the treatment of a left mca aneurysm using a hyperform balloon for coil assist, the coil was placed and appeared to be stable. After deflation of the balloon, the coil became unstable. The balloon was quickly re-inflated, but the coil migrated distally. The coil was retrieved successfully using an alligator snare. Additional coils were implanted. No harm was reported. Patient information - patient identifier, age and weight are not available.